Event description:
It was reported that the pump exhibited a double beep no cassette. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been received to date.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal intact and no signs of physical damage. There was evidence of the reported problem recorded in the event history log. Double beep - no cassette attached, the reported problem, was not duplicated during the investigation. No fault was found with the device. However, due to the high pressure and no disposable messages that were found in the event history log it was recommended to have the downstream occlusion sensor replaced. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Product is beyond 20 years from manufacture date of 2002-03 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400 correction: h4: mfg. Date. 11-apr-2002